Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to loosening and infection. All components were removed and replace with spacer molds.